Event description:
It was initially reported by the physician that the pt recently showed high lead impedance. Pt was not seen for several years and the last time they saw her was on (B)(6) 2007. Physician was advised to turn off the device due to the high lead impedance. Good faith attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.